Event description:
It was reported, that the patient presented for a follow-up in the clinic. Complaining of right chest jerking. Upon interrogation, it was noted, that the right atrial (ra) lead exhibited a failure to capture and a failure to sense. The physician attempted to reposition the ra lead, but was unsuccessful, due to the helix of the ra lead failed to extend. Eventually, the ra lead was explanted and replaced to resolve the issue. The patient was in stable condition.